Manufacturer narrative:
Complainant only returned one of the pacer potentiometers which was too damaged to test and the other potentiometer was inadvertently thrown away by the complainant and could not be evaluated.

Event description:
Complainant alleged that during biomed dept's routine testing and preventative maintenance of the device, the device's pacer output and pacer rate were erratic. The output varied between 0 and 60 ma and the pacer rate varied between 80 and 30 ppm. The complainant indicated that there was no pt involvement in the reported failure.